Event description:
The customer reported the 9900 sys displayed an error message necessitating a reboot of the sys. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation and was unable to duplicate the problem. A cine driver error was identified. The nodes were flashed and the software sys files and calibration files were reloaded. The sys was tested and operates as intended.